Event description:
It was reported that the implanted device was not able to be interrogated. Tried with two different programmers and got no magnet response. Past clinic visit had shown heart rate in the 30's. Per follow up the device has been replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.